Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery twice. The customer stated that the insulin pump stopped working, and then it began working again but showed a dark circle on the screen. The customer stated that the device stopped working again, blanked out, then started working again without the circle showing. The customer's blood glucose was 50 mg/dl. The customer stated that the insulin pump alarmed bad battery and replaced the battery twice, but this did not resolve the issue. The customer declined to treat at the time of the call, stating that he was doing yard work and expected the low blood glucose event. He reported that there was a crack at the battery compartment opening. He stated that he had trouble getting the cap to cross-thread properly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.